Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm of injury reported.

Manufacturer narrative:
During the eval of the device at MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During the eval, an issue related to the ventilator's sensor board was observed. The device's sensor board was replaced to address the issue.